Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The laboratory report has been provided. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the device was cleaned regularly per the instruction for use every two weeks, it is placed inside of the operation theater during use, with the fan of the device facing the exhaust of the operation room. The estimated distance between the surgery field and the device is at least 1.5 meters.